Event description:
A user facility reported problems with an lma-classic valve. It was reported that the crna put the mask in a patient and then could not get it to inflate. The valve was then removed, replaced with an ett valve and continued to use the lma-classic without problem. At the end of the case, the original lma valve was defective. Thereafter, the user facility was able to inflate and deflate the mask to clean and autoclave it, but still did not want to put it back into service. Customer states that this mask has only been used 10 times. It is over 2 years old, but was not put into service until recently. It was reported that there was no consequence or injury to the patient. The user facility returned the lma for evaluation.